Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a procedure and the procedure was completed using wired footswitch. The philips field service engineer (fse) inspected the system onsite and could not confirm the reported issue and the wireless footswitch was functioning properly. However, the system was identified to be part of the unit affected list of fco72200522. Based on the available information, it is concluded that there was a connection problem between the wireless footswitch and wireless base station. Intermittently the wireless connection between the base station and wireless footswitch is lost and the base station or footswitch remains in error mode. When the base station or footswitch is in error mode it blocks x-ray switching functions by means of the wireless footswitch. Other options like the wired footswitch or hand switch can still be used when available. Philips has initiated a medical device correction by providing customers with a medical device correction(z-2485-2023). The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wireless footswitch intermittently losing connectivity. The system was in clinical use when this occurred. No harm has been reported to philips. Philips has started an investigation of this complaint.